Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. Initial reporter phone number: (B)(6). This report is being filed on an international device; toric iol, model zcv300 that has a similar device, toric iol model zct300 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product was received in a zip lock bag at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zcv300 24.0 diopter was explanted as the astigmatism was not corrected. The issue was noted during postoperative examination on 11/8/2019. It was indicated that during inspection with a wavefront analyzer, internal aberrations with toric iol were not observed. A replacement lens of the same model was used; however, the result was reported to be the same. The second lens remains implanted in the eye. No additional information was provided.